Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, worn uso seal, and a scratched lens. There was no applicable evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device had a degraded downstream occlusion seal. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.